Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty. I received the depuy 66 mm acetabular cup pinnacle 300 series, neutral metal femoral insert with +5 femoral head, #3 trilock femoral stem. Soon after surgery, I began experiencing pain and difficulty with the implant. I experienced pain radiation down my left knee and calf and numbness of thigh and upper calf when walking. My physician informed me that I would need revision surgery which was performed on (B)(6) 2011. Since the implantation of the device, I have experienced severe pain, discomfort and inflammation in the left thigh and left hip area. I also experience extreme discomfort when walking or standing for periods of time. Diagnosis or reason for use: osteoarthritis, left hip.